Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, the pusher assembly was kinked while inserting the ruby coil into a non-penumbra microcatheter; therefore, the ruby coil was removed. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.